Manufacturer narrative:
Complaint confirmed. One unpackaged (B)(6) easy-out compression ft serial/batch number (B)(6) was received for investigation. Visual evaluation found that the device hex tip was broken off. The fragments generated during the event were not returned for analysis. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.

Event description:
It was reported on (B)(6) 2022 by a sales representative via sems that an ar-8737-62 easy out tool broke while removing hardware. Case involvement, device broke during use per facility: threaded in the tool and the tip broke inside the screw and did not capture.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.